Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) that dropped to 40 mg/dl. The patient also had a seizure. For treatment, the patient was just given juice. The pod was worn on the abdomen. The patient was still at the hospital.